Event description:
It was reported that (1) hp052 was used during a lap chole procedure. It was reported by the rep that the luke worked for majority of case and then stopped working. The case was finished by jiggling the cord at the point where the white cord is attached to the silver transducer portion and to get it to work. Test tip was used and would not work. It is unknown how the case was completed. There was no consequence to pt.